Event description:
Reporter indicated that the patient's device gave high impedance results on both system and normal mode diagnostics. There was no reported trauma or manipulation. X-rays were reviewed by manufacturer and there was a suspect area observed in the lead that could be contributing to the reported high impedance, however, a lead discontinuity cannot be confirmed due to poor image contrast. Patient is scheduled for revision surgery soon and product has been requested.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by manufacturer and no gross lead discontinuities visualized. There was a suspect area, but no conclusion can be established due to poor image contrast. Conclusions: device failure is suspected, but did not cause or contribute to a serious injury or death.